Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is confirmed. Conmed received one 0034880 in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection was performed, and an open hole was found in the packaging of device. A functional inspection via dye leak testing was not performed as the hole was an obvious breach in sterility. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 8 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, suction bulb tip yankauer with vent, catalog # 0034880, lot 201909091, for a possible insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.